Event description:
It was reported that the device reached end of life (eol) suddenly. An error code was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The exact cause of the high current drain could not be confirmed as the device failure disappeared during analysis.

Event description:
It was reported that the device reached end of life (eol) suddenly. The device was explanted and replaced. No patient complications have been reported as a result of this event.